Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the hospital with shortness of breath. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was noted that the right ventricular (rv) lead had triggered multiple alerts for high/undefined impedance on the superior vena cava (svc) coil. The svc coil was inactivated. The lead remains in use. No further patient complications have been reported as a result of this event.